Event description:
Perseus wh clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, plaque shift occurred. The patient presented for treatment with a five day history of intermittent substernal chest discomfort. During the study index procedure, a non-target lesion of the rca (right coronary artery) extending into the proximal posterolateral branch was pre-dilated with a 2.5x9mm maverick balloon and successful placement of a 3.0x16mm taxus express2 stent. The angiograph showed plaque shift post-stenting which created an ostial stenosis of 70% at the posterior descending artery. The patient complained of some substernal epigastric discomfort during the inflations and deployment of the stent, but was pain free after intracoronary nitroglycerin and balloon deflations. Following this, a study stent was placed in the lad (left anterior descending).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.